Event description:
In 2007, the lay pt's husband contacted lifescan (lfs) alleging that the pt's one touch ultra smart meter prompted the apply sample message. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt or husband directly. The husband said the reported meter began malfunctioning on about june 27, 2007. He said he was unable to get the meter to work and the pt continued to take insulin (type and dose not provided). On approx one and a half months earlier, the pt went into a coma and was hospitalized. Results obtained in the hospital were not provided. The pt was treated with IV glucose. The cca noted that the test strip drew the sample into the test area; however, the apply sample issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the reporter alleges he was unable to obtain the pt's blood glucose reading on the lfs product; the pt continued to take insulin and later became comatose, was hospitalized and treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.